Event description:
New information states that the lead was explanted and replaced during an unrelated procedure. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient¿s right ventricular lead exhibited noise oversensing which led to pacing inhibition. Patient indicated to have noted some variability in the heart rate at home although did not complain of feeling unstable. The lead was reprogrammed. The patient was stable.